Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose ranging from 306 mg/dl to over 400 mg/dl. Reportedly, customer believed the pump was not delivering insulin. Customer declined to perform a pump system check and customer continued to use the pump for insulin therapy.